Manufacturer narrative:
(B)(4). Device was implanted in the 1990's. Reported event was confirmed by review of x-ray. Single ap film of the left hip demonstrates left total hip arthroplasty with cement fixation of the acetabular cup. Asymmetric positioning of the femoral head within the acetabular cup suggests polyethylene wear. No acute fracture. No radiolucency surrounding the acetabular cup or visualized femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left hip arthroplasty. Subsequently, the patient was revised due to liner wear over 20 years post-implantation. Head and liner were exchanged. Attempts have been made and additional information on the reported event is unavailable.